Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
From (B)(6) 2025 until discovery on (B)(6) 2025, potentially erroneous laboratory results were transmitted from hemohub software to the laboratory information system (lis). The issue occurred because lis resets order barcode numbering to "0" at the start of each year, and the unique order number option was disabled. The customer reuses sample barcode numbers annually. When lis placed orders using reused barcodes, hemohub retrieved prior-year results from its buffer, resulting in samples run in (B)(6) 2025 being linked to results from (B)(6) 2024. These erroneous results were detected before release to patient charts. It is unknown if other samples were affected. No patient impact reported to date.

Manufacturer narrative:
The investigation determined that the customer frequently performed testing before creating orders in the lis and routinely reused sample container labels each year. Under this workflow, when a sample was run on the acl top instrument before an lis order existed, results were sent to hemohub and stored in the buffer. Once the lis created the order and transmitted it to hemohub, any buffered results associated with the container label were automatically assigned to the new order. More than 1,000 samples were found stored in the hemohub buffer during troubleshooting. Immediate mitigation was implemented by werfen digital solutions, including: 1. Reconfiguring the acl top "results destination" setting to ensure results are assigned directly to existing orders, or stored in the buffer only if no order exists. 2. Enabling the scheduled task "remove old elements in connection buffers" across all installations to prevent accumulation of outdated buffered results. Worldwide digital solutions issued recommended actions to customers to reduce buffer related risks. A permanent software correction to address older elements in the buffer is planned for release in hemohub version 1.11. The issue has been forwarded to the werfen risk assessment process and will be monitored through ongoing trending analysis.